Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 7.0 cm diameter abdominal aortic aneurysm. The diameter of the upper proximal aortic neck was 24 mm, with a length of 10 mm and an angulation of approximately 90 degrees. During a medical check for another medical condition at the facility, the patient was found to have an abdominal aortic aneurysm, and was sent for treatment. It was reported that the physician attempted to implant the stent graft system. The physician understood that the proximal landing zone was only 10 mm in length and angulated, but elected to continue with the procedure. After implanting the stent graft, the physician used a reliant balloon to touch up the stent graft, as a type ia endoleak was seen following implant. The balloon decreased the size of the endoleak, but did not completely seal it. The physician does not plan additional intervention, and the patient will be monitored. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).